Event description:
Caller states that the pt tested 7.1 inr and 4.7 inr on the same device during duplicate testing. Due to device results, the pt was tested a third time on the same device with a result of 6.4 inr. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot producing result of 4.7 inr.